Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, ubd: unknown. UDI: unknown. Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced to resolve the issue. Codes b01, c08 and d02 are applicable. A05: applicable to localizer faulted a1102: applicable to the "localizer faulted" message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not working due to "localizer faulted" message on the spine acquisition screen. The issue was attempted to be resolved by reconnecting cart-to-cart cable on both ends, but issue persisted. A solid amber indicator displayed on camera persistent. The network device interface (ndi) toolbox was accessed to determine if bump or temperature sensors tripped due to faulty battery but no errors were present and sensors did not trip. No information was displayed for the camera or scu (system control unit) in graphic display. It was later confirmed that the main cart pcoip (pc over ip) and camera cart pcoip were "zero." The issue caused an hour or longer delay to the procedure. There was no impact to patient.

Manufacturer narrative:
H2) please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. "Zero" was referring to the component in the navigation system's camera cart.

Manufacturer narrative:
H2, h3) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, lot #: p918560, ubd: unknown, UDI#: unknown. The 9735821 camera was returned to the manufacturer for evaluation. A check of the event log showed intermittent firmware incompatibility. There was also intermittent sensor not functioning. The manufacturer representative (rep) was not able to perform an accuracy test (aak) due to the sensor failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.